Event description:
The screw broke during surgery. Only the head of the screw was recovered, the threaded portion remains in the patient's bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.